Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. Patient interface is not an implantable device. Section d6b - explant date: not applicable. Patient interface is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the patient interface was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on the left eye and on the second attempt doctor obtained enough meniscus and continued with flap creation. After laser was completed, on elita screen customer recognized that there was a suction loss. Meniscus was way smaller and flap bed was completed. Suction loss happened most probably during side cut. Doctor tried to open the side cut close to hinge but did not proceed since he clearly saw it was incomplete. The doctor decided to apply contact lens and wait till patient recovers and plan the surgery on another date. He will check the patient refraction to be stable, do anterior oct to check the flap before proceeding with the next treatment. Patient daily activities are not significantly affected. No further information was provided.